Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit powered up with a constant alarm and stuck on boot process. There was no patient involvement reported.